Event description:
The customer reported that in 2009 at 6:00pm, their freestyle lite meter would not turn on when the button is pressed and when the test strip is inserted. Then the next day at 3:15am, the customer lost consciousness and the paramedics were called. The paramedics received a reading of 15 mg/dl on an unknown meter and treated the customer with a shot of an unknown medication. The customer not transported to a health care facility. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.